Event description:
The customer obtained discordant, ( B)(6) results from 5 different patient samples on two different vitros 3600 immunodiagnostic systems that were (B)(6) when tested on 2 different non-vitros methods. Patient 1: (B)(6) results from 2 different non-vitros methods patient 2: (B)(6) results from 2 different non-vitros methods patient 3: (B)(6) results from 2 different non-vitros methods patient 4: (B)(6) results from 2 different non-vitros methods patient 5: (B)(6) results from 2 different non-vitros methods biased results of the direction and magnitude observed could lead to inappropriate physician action. None of the 5 discordant, (B)(6) results were reported outside of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint number 1501094 and 1510382/ qerts reference number 299524

Manufacturer narrative:
The investigation determined that discordant, (B)(6) results were obtained from multiple patient samples while using the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive root cause. An unknown sample interferent could not be ruled out as a contributing factor. Further investigation is ongoing to determine if an instrument or reagent related event contributed to the event.